Event description:
As reported, the sealant protection of a 6/7f mynx control vascular closure device (vcd) was cracked. Hemostasis was achieved using another mynx device. The procedure was completed using another mynx device. There were no reports of patient injury. The issue was identified during use in a patient. The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. Femoral artery suitability was verified on angiography or venography, the vessel used was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. Vessel tortuosity was described as moderate, and there was severe peripheral vascular disease or calcium present near the puncture site. No damage to the device or packaging was noted prior to opening, and the device was stored and prepared in accordance with the instructions for use. The device will be returned for evaluation. Addendum: per pe findings, the sealant was present in manufacturing position and partially exposed.

Manufacturer narrative:
As reported, the sealant protection of a 6f/7f mynx control vascular closure device (vcd) was cracked. Hemostasis was achieved using another mynx device. The procedure was completed using another mynx device. There were no reports of patient injury. The issue was identified during use in a patient. The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. Femoral artery suitability was verified on angiography or venography, the vessel used was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. Vessel tortuosity was described as moderate, and there was severe peripheral vascular disease (pvd) or calcium present near the puncture site. No damage to the device or packaging was noted prior to opening, and the device was stored and prepared in accordance with the instructions for use (IFU). A non-sterile 6f/7f mynx control vascular closure device vcd involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed. The stopcock was found open with no syringe returned for this evaluation. The sealant was present in its manufactured position and partially exposed. In regards of the sealant sleeves conditions, a frayed/split/torn condition was observed. Additionally, the catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined specification. The dimension was obtained using a calibrated ruler. A dimensional analysis of the slit length was attempted to be performed; however, it could not be executed due to the damaged condition observed to the sealant sleeves which impeded an accurate measurement of the slit. An attempt to perform the functional test to evaluate the insertion and withdrawal through an introducer sheath was performed; however, this could not be performed due to the sealant sleeves frayed/split/torn condition, which resulted in resistance and impeded the corresponding csi insertion. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended deploying the sealant and the balloon got retracted respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. A high magnification microscopic evaluation was executed to evaluate the sealant sleeves surface. During this analysis, presence of the previously observed frayed/split/torn condition was confirmed, and no additional abnormalities were observed to be reported. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not observed through analysis of the returned device since there were no cracked conditions noted; however, a frayed/split/torn condition of the sleeves was noted, which was likely the condition noted by the user. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, access site vessel characteristics (vessel had moderate tortuosity with severe pvd/calcium within the vicinity of the puncture site), procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.